Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed fracture of the right L1 lead and migrated of the left S2 lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.